Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the power fan associated with this complaint and completed investigations. The unit was returned for failure analysis and the reported failure was confirmed. The unit was installed onto the test system and on startup unit powered on normally, system entered standby mode. But when powered on, errors 309 and 307 occurred with p1 values pointing to the endoscopic controller power distribution (ecpd). The system was power cycled to reveal the same results and no change. The board voltage and fan status were checked with no trouble to report. When the gold unwas put back onto the test system, it was revealed that the system powered on normally with no errors or issues with board voltage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced power fan to resolve the issue. The system was verified and ready to use.

Event description:
It was reported that during da vinci-assisted sigmoid colectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report that the site lost power and the console was not powering back on. Customer stated that the vision side cart (vsc) and patient side cart (psc) had power, but the console did not. The customer had attempted to cycle the breaker and move the power cord but there was still no indication of power at the console. Tse had the customer try a hard power cycle for a minute, but the issue remained to where there was no indication that the console was getting power. Tse then had the customer unplug the console, cycle the breaker off for 2 minutes, move the power cord to a different circuit in the room, cycle the breaker on and listen for the fans. Customer attempted this and stated that she could hear fans, but the power button was not lighting up and the led for the fiber was no color at all. The procedure was converted to open surgery.